Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported that the pd therapy had to be interrupted due to the event. The cause, hospitalization, treatment and patient outcome were not reported. No additional information is available.